Manufacturer narrative:
(B)(4). Occupation: coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported foreign matter was found in the peel-away packaging for a tornado platinum embolization microcoil. The foreign matter was discovered at a third party distributor and did not reach a user facility.

Event description:
No additional information has been added to the description of event since the previous medwatch report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation evaluation . A review of the complaint history, instructions for use (IFU), device history record and quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, cook completed a review of the device history record (DHR). The device history record for lot 9174942 found no non-conformances. Because there are no non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Per the quality engineering risk assessment, no further action is required. The appropriate personnel were notified, and cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.